Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated oversensing information. Automatic lead diagnostics shows atrial and ventricular non-physiological sensing detected with the atrial channel count higher than the ventricular.

Event description:
It was reported that a patient with an implantable pulse generator (ipg) experienced several syncopal episodes and the device did not record any arrhythmias. The device performance data suggests oversensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).